Event description:
It was reported that an during atrial fibrillation (afib) procedure, a catheter had a deflection issue, the case was completed without any patient consequences. Upon receiving the product in biosense webster lab on (B)(4) 2014, it was noticed that dark red material between electrodes #1 and #2, making this event reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer to evaluation summary: (B)(4) it was reported that an during atrial fibrillation (afib) procedure, a catheter had a deflection issue, the case was completed without any patient consequences. Upon receiving the product in biosense webster lab on december 1, 2014, it was noticed that dark red material between electrodes #1 and #2, making this event reportable. The returned device was visually inspected upon receipt and it was found that in the transition area between lumen and peak housing there was a dark red material. Also there was a void space where the pu was separated from tip-peek housing transition. An x-ray of the catheter was taken and it was noticed that the t bar was slightly slid down getting caught at tip. This condition may contribute to the peek housing damage observed due to the fact that the t-bar applied stress at that point while sliding down to the tip. Due to one of the t bars was out of place, deflection test failed, concluding that the t-bar is the root cause of the deflection issue reported by the customer. In addition char material was found between electrode #1 and #2. Per the char observed on the catheter, the device was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. However the root cause of the char remains unknown. In addition, corrective actions have been opened to address and resolve these t bar issue and the peek housing issue on smart touch families issues.